Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. It was reported that 405 days following a coronary artery drug eluting stenting treatment procedure, the pt developed in-stent restenosis. At the time of the index procedure, the pt presented for treatment with an acute myocardial infarction. A 3.5x6.5mm lesion of the proximal rca (right coronary artery) was treated with predilation and placement of a 4.0x28mm taxus express2 drug eluting stent. The pt was discharged on asa and plavix. The pt returned for a study, required 13 month angiographic follow up 405 days following the initial procedure. Angiography showed in-stent restenosis of 50%, and 90% stenosis of the distal rca which was a progression of the pt's coronary artery disease. Treatment consisted of cutting balloon angioplasty and placement of two add'l taxus stents at the distal rca which resolved the event. The pt was taking asa and plavix at the time of this event. The investigator reported the relationship of the event to the device as "possible".